Event description:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5078751) on 10-aug-2018. The most recent information was received on 23-apr-2019. This spontaneous case was reported by a consumer and describes the occurrence of idiopathic intracranial hypertension ("pseudo tumor cerebri"), uterine perforation ("migration/perforation"), genital haemorrhage ("bleeding"), uterine haemorrhage ("abnormal uterine bleeding") and autoimmune disorder ("autoimmune-like symptoms") in a (B)(6) year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included acute sinusitis, vertigo, hot flushes, dizziness, asthma, hyperlipidemia, blurry vision, cognitive function abnormal, blindness transient, adenomyosis, pseudotumor cerebri, otitis, viral gastroenteritis, menometrorrhagia, leukocytosis, bruising, uterine cervical pain, viral gastroenteritis and bladder incontinence. Concomitant products included acetazolamide, chlorothiazide, gabapentin, magnesium, mentha x piperita oil (peppermint oil), paracetamol (acetaminophen) and promethazine. On (B)(6) 2005, the patient had essure (ess205) inserted. On (B)(6) 2008, the patient experienced idiopathic intracranial hypertension (seriousness criteria hospitalization and disability) with headache, dizziness, blindness, hypoacusis, nausea, vomiting, photophobia and hyperacusis, peripheral swelling ("swelling in my legs and feet"), alopecia ("hair loss"), skin lesion ("sores on the scalp"), tissue injury ("tissue problems"), musculoskeletal stiffness ("stiffness in my neck"), neck pain ("neck pain"), temperature intolerance ("sensitivity to heat"), impaired healing ("frailer to heal"), tinnitus ("ringing in the ear"), migraine with aura ("migraines with aura"), loss of libido ("loss of sex drive"), arthralgia ("pain in my hips"), pain in extremity ("pain in my legs"), dyspareunia ("pain during sex") and peripheral nerve injury ("nerve damage to my legs and hips"), 2 years 10 months after insertion of essure (ess205). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), uterine haemorrhage (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), pelvic pain ("pelvic pain"), device extrusion ("extrusion") and urinary tract disorder ("urinary problems"). The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy with a bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the idiopathic intracranial hypertension, uterine perforation, genital haemorrhage, uterine haemorrhage, peripheral swelling, alopecia, skin lesion, tissue injury, musculoskeletal stiffness, neck pain, temperature intolerance, impaired healing, tinnitus, migraine with aura, loss of libido, arthralgia, pain in extremity, dyspareunia, peripheral nerve injury, pelvic pain, device extrusion and urinary tract disorder outcome was unknown. The reporter provided no causality assessment for alopecia, arthralgia, dyspareunia, idiopathic intracranial hypertension, impaired healing, loss of libido, migraine with aura, musculoskeletal stiffness, neck pain, pain in extremity, peripheral nerve injury, peripheral swelling, skin lesion, temperature intolerance, tinnitus and tissue injury with essure (ess205). The reporter considered autoimmune disorder, device extrusion, genital haemorrhage, pelvic pain, urinary tract disorder, uterine haemorrhage and uterine perforation to be related to essure (ess205). The reporter commented: the seriousness criterion ¿hospitalization, disability/permanent damage¿ was reported, but not specified or assigned to one of the events. Coils were counted on each side to be three on the left side and three on the right side. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-apr-2019: pfs received event " migration/perforation, extrusion, urinary problems, bleeding, autoimmune-like symptoms, abnormal uterine bleeding." Were added. Medical history were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.